Event description:
It was reported that the patient had constipation. The patient symptoms were noted as right lower quadrant (rlq) and flank pain possibly due to constipation versus uti (urinary tract infection) versus lifting. Abdominal CT showed probable constipation and possible ileus (not found on follow-up colonoscopy). It was noted that the patient was seen four days ago with complaints of continued constipation. Intervention noted as colonoscopy done 19 days ago, sig bowel in colon with poor visualization, no report of ileus, and benefactor 1 tbsp. Bid. The patient outcome reported as ongoing event.

Manufacturer narrative:
Product ID 3889-28 lot# v598061, implanted: 2011 (B)(6), product type lead product ID 3095-10 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information reported that the etiology of the event was a worsening or excerbation of the patient's pre-existing condition. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had an abdominal, kidney, ureter, and bladder flat plate x-ray which indicated a large amount of stool in the patient's large bowel.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the event was resolved without sequelae.